Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 1494 - indication for use.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional procedure with a 12f sheath. Reportedly a suture break occurred during removal of the plunger. An additional prostyle was inserted and successfully placed. However, after placement, it was then observed the superficial femoral artery (sfa) became occluded. For treatment, surgical intervention was performed. No additional information was provided.